Event description:
This patient was admitted with stable angina. Angiography revealed a 90% stenosis in the proximal lad, and a 60% stenosis in the proximal first diagonal. Medicines given: pre intervention: aspirin cardio 100 mg, concor 2.5 mg; during intervention: liquemine: 5000 ie; post intervention: plavix 300 mg then 75 mg for 6 month, aspirin cardio 100 mg, selipran 40 mg. Azuma 6f jl4 guiding catheter and a whisper wire were used to access the vessel. The lesion in the proximal lad was predilated with an arashi balloon 3.5 x 20 mm inflated to 10 atms for 40 seconds. A cypher stent 3.5 x 13mm was deployed in the proximal lad to 10 atms for 30 seconds. Approximately 31 months later, the patient experienced an mi and returned to the hospital. Repeat angiography revealed a late stent thrombosis within the cypher stent in the proximal lad. Medicines given: pre intervention: aspirin cardio 100 mg, concor 2.5 mg, selipran 40 mg; during intervention: liquemine: 10,000 ie; post intervention: aspirin cardio 100 mg, plavix 300 mg then 75 mg for 12 months, sortis 20 mg, coaprovel 150 mg, ezetrol 10 mg-ck: 2905 u/l. A launcher 6f jl4 guiding catheter and a magnum guidewire were used to access the vessel. A diver re clot aspiration catheter (6f invatec) was used to evaluate the thrombus. A ryuin balloon 3.5 x 20 mm was inflated to 10 atms for 40 seconds within the proximal lad. A cypher stent crs13350, was deployed to 10 atms for 30 seconds.

Manufacturer narrative:
The product is not available for analysis. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will no be returned; however, a monthly trend complaints per catalog number is performed. This is an initial/final report. Pleas note the following final aspects of the file: in summary, this male patient with a history of high cholesterol and htn had cypher stent implantation. The lesion located in the proximal lad was pre-dilated. A cypher stent 3.5mm x 13mm was deployed. There was also a lesion in the proximal 1st diagonal, which was not treated. Approximately 31 months later, the patient experienced and mi and returned to the hospital. Repeat angiography revealed a late stent thrombosis within the cypher stent in the proximal lad. Based on the available information, it is not possible to draw a conclusion between the device and the event. Note: device is not distributed in the us; however, it is similar to us product.